Event description:
A report was received that the patient underwent a pocket revision to reposition the ipg to a more comfortable area. The ipg was moved more anterior. The patient was doing fine after the procedure.